Event description:
Emi (electromagnetic interference) consistent with the barostim device can be visualized on the can to rv coil egm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).